Manufacturer narrative:
It was reported that the controller ac adapter was worn out. The controller ac adapter, (B)(4), was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. A possible root cause of the reported event can be attributed to normal-use deterioration due to wear over time. This report is a duplicate of 3007042319-2017-01193. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient came to his clinic visit and reported that his ac adapter was worn out. The ac adapter was exchanged with no reported patient consequence.